Event description:
A facility representative reported that following cataract surgery with intraocular lens (iol) implant procedure, patient had extremely poor vision and poor visual outcome. Also, there was decrease in both distance and near vision since surgery. Stated vision was better prior to cataract surgery. The lens was exchanged with company another model iol after the initial implant procedure. Clinical reason for the explant was patient unable to tolerate iol. The patient had persistent corneal edema following iol exchange. The patient's issue was resolving. In the surgeon's opinion product contributed to event.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).